Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency room with a heart rate in the 10s and elevated potassium levels (7.5 mmol/l). The patient was being externally paced, as he was not conducting from a-pace beats. It was noted that he usually had av conduction to v-sense with a-pace. This right ventricular (rv) defibrillation lead exhibited a threshold increase to 4.5v at 2ms, an increase in shock impedance measurements, and a decrease in pace impedance measurements. Review of x-rays showed that this lead had migrated. Output was reprogrammed to 7v at 2ms, potassium levels were brought down to a normal range, and the patient was stable with an a-pace/v-sense rhythm. The patient was in the intensive care unit, and would be transferred for lead extraction. This rv lead remains implanted at this time, however the physician planned to extract both this rv lead and the patient's other rv lead from a different manufacturer. No additional adverse patient effects were reported.